Manufacturer narrative:
H6: conclusion code updated from 67 to 11. Result code updated from 3221 to 3233. Method code updated from 4114 to 4118. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there was no damage observed to the pushwire, but it was not inspected after removal. Troubleshooting to explain the manual detachment was given to the technician and other physicians.

Manufacturer narrative:
H3: the axium pusher (model: nc-2-8-helix lot: a886632) and instant detacher (model: ID-1-5 lot: not reported) were returned for analysis. The axium pusher was found broken at the positive load indicator with the release wire extending out of the distal segment ~2.4cm. The proximal segment (actuator interface and part of the coupler tube) were not returned for analysis. The pusher was found kinked at ~1.1 cm from the break and at ~34.8cm from the distal end of the pusher. The coin was found partially against lumen stop. The shield coil was found intact. The implant coil was already detached and not returned. Resistance was found when the exposed release wire was retracted. The axium pusher was then broken distal to the distalmost kink and the release wire was retracted with no resistance and no issues found. No other damages or abnormalities were observed. Based on the analysis performed, the customer report of ¿non-detachment¿ was not confirmed as the device was returned with the implant coil already detached. There was evidence of manual detachment at the positive load indicator, which is not the indicated location for manual detachment. As the actuator interface and part of the coupler tube were not returned for analysis, any contribution towards the failure and any evidence of detachment attempts using the instant detacher could not be determined. It is possible that the kinks found on the pusher caused the non-detachment, as breaking the pusher distal to the distalmost kink allowed for free movement of the release wire. Possible causes for pusher kink are advancing against resistance, patient vessel tortuosity or device not hydrated per instruction per use. There was no non-conformance to specification identified and no issues found with the returned instant detacher that could potentially contribute towards the non-detachment. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic coil could not be detached with the instant detacher (ID). Another medtronic coil was used, and it detached successfully, and the procedure was completed. No patient injury was reported as a result of the event. It was reported the position of the marker was correct. Three detachment attempts were made with the ID. They did not attempt to detach with a different ID or attempt with the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use). They reported that there was no issue with the ID as all the coils before and after the reported coil detached without any problems. The patient was undergoing embolization treatment of an unruptured aneurysm with unknown dimensions and morphology. The blood flow was normal. The vasculature was normal in tortuosity.